Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. A video link was provided where different iols were presented; no conclusive determination could be made from the video review. A root cause cannot be identified at this time. (B)(4).

Event description:
A physician reported in a video via social media that four years following an intraocular lens (iol) implantation procedure in a patient's left eye, the view of the patient's fundus was blurry, and oct (optical coherence tomography) imaging could not be obtained due to the intense glistenings from the iol. Additional information has been requested.